Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2017-03080, 3006705815-2017-00678. It was reported after permanent implant surgery, the patient's lead revealed high impedance values on all contacts except for 1 which changed from low to normal. Reportedly, a lead pull-out could be the cause. Follow-up identified the patient was taken back into the or wherein the issue was confirmed as such the lead was repositioned back into the header which resolved the issue.